Event description:
There was artifact. Could not see the image clearly.there was no change after catheter was removed and flushed. So a new catheter was handed over and problem was resolved.no harm came to this patient.